Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm. Upon sensor pod removal, the sensor wire detached from the sensor pod and remained in the skin. No portion of the sensor wire was visible on the sensor pod. The event occurred on an unspecified day after sensor insertion into the arm. A few days after senor removal, the patient went to this primary care doctor as he reported his arm got ¿infected¿ and believed the sensor wire remained under his skin. The patient¿s primary care doctor sent the patient to the emergency room. At the ER, the patient had an x-ray done and the x-ray did not show a sensor wire under the patient¿s skin. However, the patient was prescribed amoxicillin 500 mg (twice/day for 10 days). The patient was also cleaning the area with over the counter topical hydrogen peroxide. The patient was discharged home the same day. The patient still believed the sensor wire was under his skin, so his friend squeezed his arm and eventually the sensor wire came out. The patient¿s arm is tender at the time of report but is ¿getting better¿. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).